Event description:
Procedure type: nephrectomy. According to the reporter: the universal handle was used with a tan 45 reload. First firing transected a portion of the hilum and another tan 45 reload was used to complete the transaction of the hilum. After deploying the knife blade and staple reloads, the knife blade could not be retracted. The surgeon tried multiple techniques to retract the knife blade but it was stuck at the distal end of the reload and could neither be retracted or opened. There was unanticipated tissue loss. The surgeon had to fire beneath the defective reload firing closer to the aorta leaving a smaller pedicle. Extended time in the operating room due to working around this reload. Used another reload beneath the defective firing therefore creating a smaller pedicle. Case delayed 1 hour. Current pt status: stable.

Manufacturer narrative:
(B)(4).